Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic employee reported via email low blood glucose levels. Customer had low blood glucose levels and was in a car accident. Customer does not wish to be contacted regarding these issues.